Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was reporting severe leg pain in both legs one day post procedure. Scs was implanted to treat abdominal pain. The patient did not have leg pain prior to implant. Patient was instructed to turn off scs and call surgeon. On (B)(6), it was reported that the hcp removed the stimulating electrodes (leads). Patient lost leg sensation post implant. The doctor was considering removing the ins. No further complications were reported/anticipated. On 2018-nov-26 additional information was received from the rep. It was reported that they did not recall saying patient lost sensation. As far as they knew, the patient was still having leg pain. The cause was not determined. The ins was not going to be returned. No further complications were reported/anticipated.